Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was implanted with an hf sensor delivery system. Manual pressure was applied to the patient's right femoral vein following the procedure. Two hours following the procedure, the patient began to experience significant bleeding from the venous access site. In turn, the patient was hospitalized. The bleeding was under control by the evening. The following day the patient was discharged from the hospital in stable condition.